Event description:
It was reported that this right atrial (ra) lead exhibited significant noise. Observed noise was oversensed and resulted in inappropriate atrial tachy response episodes to be stored. The health care professional reported this ra lead has a known issue. Technical services advised there are no reprogramming recommendations at this time and suggested the clinic continue to monitor. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).